Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-02-09. Investigation summary: one open of a 32g x 4mm pen needle sample and two photos were returned from lot. No. 1027029, cat. No. 320559. Visual examination was carried out on the returned samples photos and a broken non patient end of cannula was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 1 bd micro-fine¿ +pro pen needle cannula pe broke off. The following information was provided by the initial reporter : according to the 1 defect sample that was returned it was confirmed that the np needle was broken.

Event description:
It was reported that 1 bd micro-fine¿ +pro pen needle cannula pe broke off. The following information was provided by the initial reporter : according to the 1 defect sample that was returned it was confirmed that the np needle was broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.